Event description:
It was reported that the patient presented to the emergency room (ER) due to syncope, and the presenting electrogram (egm) revealed that this right ventricular (rv) lead exhibited non-capture with pacing pauses as long as 4 seconds. The patient was hospitalized and a temporary pacing wire was placed. Additional information received reported that this dual chamber pacemaker was explanted and replaced with a single chamber pacemaker. This rv lead explanted and replaced, and the right atrial (ra) lead was 5urgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).